Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was admitted into the hospital. The patient was told that she may possibly have an infection and was treated as if there was an infection. Upon follow-up, a pd nurse familiar with the patient stated the patient was having symptoms of abdominal pain. As a result, on an unknown date the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was admitted into the hospital. The patient was told that she may possibly have an infection and was treated as if there was an infection. Upon follow-up, a pd nurse familiar with the patient stated the patient was having symptoms of abdominal pain. As a result, on an unknown date the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Correction: g4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.